Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to wear of flexibility adjustment mechanism toric joint, water tightness was lost, suction cylinder and air, water cylinder had no color, forceps channel port, plastic distal end cover, universal cord and plug unit had a scratch, due to wear of angle wire, bending angle in down direction did not meet the standard value, nozzle had corrosion, adhesive around the light guide lens had a chip, adhesive on the bending section cover or distal sheath was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the colonovideoscope had loose bowden cable. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the air/water tube and air water cylinder had white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channels could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak at the flexibility adjustment ring, proper device reprocessing was likely not possible. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.